Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported optical sensor (air in line) and tubing not loaded, which was not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be an ultrasonic sensor out of specification and unable to be calibrated. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an optical sensor (air in line) issue and the tubing not loaded. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.